Event description:
The reporter indicated that at implant, two problems occurred: 1. The physician had difficulty advancing and retracting stylets from the lead. 2. Once the lead was positioned in the ventricle, r-waves could not be obtained and the lead impedance was >2k. The device was not implanted. The event date is estimated.